Event description:
It was reported that a shaft fracture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon failed to cross was lesion. When pulling the device from the patient's body, it was further noted that the shaft became separated. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. It was further reported that the shaft fracture occurred outside the patient's body.

Event description:
It was reported that a shaft fracture occurred. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon failed to cross was lesion. When pulling the device from the patient's body, it was further noted that the shaft became separated. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.